Event description:
It was reported while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Confirmatory gram stain performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positive vials.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the issue is not related to the instrument. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Confirmatory gram stain performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positive vials.